Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that an ats45 device (a) was received in good visual condition and with no reload loaded in the device. The clamping mechanism was noted to be damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated.

Event description:
It was reported that during a cystectomy procedure; the device did not meet the customer¿s expectations. It is not known how the procedure was completed. There were no adverse consequences to the patient reported. One device will be returned.